Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2009 due to an incident of hyperglycemia. It was reported that the patient's administration set became torn at some point, and he was unaware that the insulin was leaking. Around mid-afternoon a day prior, his blood glucose was > 300 mg/dl. By 5:30, he was over 500 mg/dl. At 11:30 pm, he began vomiting, at no point did he change his set or bolus by injection. He continued to be ill until 1:00 pm in the next day, when he was brought to the hospital. He was admitted with a blood glucose and treated with insulin injections. At the hospital, it was discovered that the insulin administration set was damaged, and that the insulin was leaking.